Event description:
Boston scientific received information that upon interrogation of the device it was noted that this right ventricular (rv) lead had triggered a lead safety switch and had switched to unipolar pacing. The pacing impedance measurements were high and out of range. A fluoroscopy confirmed that the rv lead was fractured near the subclavian. The lead was explanted and will be returned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted setscrew marks on the terminal pin as well as blood/body fluid in the lumen of the helix housing. Detailed analysis noted that the anode conduct coil was deformed and separated from the terminal pin. The coil was fractured 282mm from the terminal pin. Due to the location and the type of damage, this was most likely caused by the entrapment in the clavicle first rib region.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.